Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the first firing of segmental resection of the lung, leakage was noted from the staple line. There was no patient injury.